Event description:
In 2009, the pt was treated for a ruptured thoracic descending aortic aneurysm with the gore tag thoracic endoprosthesis. Due to small diameters of the iliac arteries combined with circumferential calcification, the physician used an unk balloon to dilate the artery in attempt to access the gore introducer sheath with silicon pinch valve. Upon insertion of the sheath, the flow divider of the left external iliac artery and the left common iliac artery ruptured which was repaired endovascularly. The physician then inserted the gore tag thoracic endoprosthesis through a conduit into the ascending aorta and completed the procedure. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records is being conducted.